Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: this pr has been re-investigated due to additional information received: a descending thoracic aortic aneurysm is treated with a single zenith lp thoracic stent graft device. Though the imaging at the time of angiography is suboptimal, at 1 month the distal graft appears to have severe telescoping of the last stent anteriorly into the stent above it. This results in inadequate distal seal and a type 1b endoleak. It cannot be determined if this is due to an error in technique at the time of deployment or related to the clinical performance of the device during deployment. At the time of the procedure, this inadequate distal seal could have been addressed with an additional distal device. The distal graft telescoping eventually resolves between 36 and 59 months with interval resolution of the distal endoleak. This is due to elongation of the thoracic aorta and continued progression of disease. Where as the straightening of the device initially resolves the endoleak, the continued elongation and dilatation of the thoracic aorta results in loss of distal seal again, evident at 47 months, with reappearance of a distal endoleak and progressive growth of the taa sac. By report, the patient underwent a secondary intervention to treat the distal type I endoleak. The risk assessment will continue to be valid as the failure mode remains the same. Investigation as of 30apr2015: based on the investigation of this event it was found that the stent graft in this patient was placed incorrectly. Furthermore it was found that the patient was treated with an one-component approach. Without distal fixation, as would have been provided with a distal component, endoleak was observed at the 1-month, 6-month, 12-month, and 2-year timepoints. No evidence to suggest that this device was not manufactured according to specifications. However IFU regarding stent graft sizing, length measurement, stent graft placement, one piece treatment vs two piece treatment may be insufficient and is currently being updated by internal actions. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: this (B)(6) male patient in the thoracic low profile clinical study was noted to have a distal type I endoleak at the 1-month, 6-month, 12-month, and 2-year timepoints. On (B)(6) 2012, a proximal component (ztlp-pt-36-209-ci lot # 2836531) was implanted without difficulty. No additional components were placed and no additional procedures were done. On the completion angiogram, analysis noted that the device was patent with no evidence of a kink but noted a proximal and distal type I endoleak. Analysis also noted, ¿the anterior aspect of the distal stent is telescoped inside its neighbor significantly shortening the seal zone.¿ on (B)(6) 2012 (1 day pp): stroke (recovered fully). Follow-up CT¿s: 1 month: (B)(6) 2012: analysis: aneurysm diameter 61 mm. Device patent and intact with no kinks. A distal type I endoleak was noted. 6 month: (B)(6) 2013: analysis: aneurysm diameter 64 mm. Device patent and intact with no migration or kinks. A distal type I and a type iib endoleak were noted. 12 month: (B)(6) 2013: analysis: aneurysm diameter 64 mm. Device patent and intact with no migration or kinks. A distal type I endoleak and a type iib endoleak were noted. 2 years: (B)(6) 2014: analysis: aneurysm diameter 68 mm. Device patent and intact with no migration or kinks. A distal type I endoleak was noted. Additional information received 06oct2017: 3 years: (B)(6) 2015: analysis: aneurysm diameter 67 mm. Device patent and intact with no migration or kinks. No endoleak was noted. 4 years: (B)(6) 2016: analysis: aneurysm diameter 73 mm. Device patent and intact with no migration or kinks. A distal type I endoleak was noted 5 years: (B)(6) 2017: analysis: aneurysm diameter 78 mm. Device patent and intact with no migration or kinks. A distal type I endoleak was noted. On (B)(6) 2017, the patient underwent a secondary intervention to treat the distal type I endoleak. A distal extension (zteg-2d-30-147-pf, lot # unk) was placed. Patient outcome: the patient has completed the study.